Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had an unknown alert of an unknown severity associated with it. A remote interrogation was successfully performed and the patient was advised to follow up with their physician. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful.